Manufacturer narrative:
(B)(6). Concomitant product: unknown bone cement. Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right elbow arthroplasty on unknown date. Subsequently, a coonrad morrey ulna is requested for a revision on an unknown date due to unknown reasons. Loosening has been reported but is unconfirmed as the cause of the revision. No further information has been provided and no revision has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.